Manufacturer narrative:
Evaluation confirmed that one jaw has broken off the instrument. The most likely cause for this kind of damage is wear of long usage; the instrument has a date code of gf (07/04) and has been in use for approximately 12 years.

Event description:
Allegedly, during a gastric bypass procedure, one jaw broke off the instrument and fell into the patient. The doctor immediately removed the broken piece, the instrument was replaced and the procedure was completed with no delay and no serious injury to patient.